Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0. A medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026 (B)(4) (hcp): medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were issues with accurately tracking instruments for verifying, patient re gistration, and navigation. The medtronic clinical specialist (cs) confirmed that the non-disposables were "flickering" between red and green, the mattress was between flat emitter and patient, and the flat emitter was present when side emitter was being used. The tracking intermittently displayed "flickering" of accuracy. The site never swapped patient tracker. The correct instruments were added to procedure. The site never tried re-registering patient. The patient was on a "robot bed" with minimal metal for interference. The surgeon continued navigation while the system was not tracking instruments breaching the orbit. There was a surgical delay of 30 minutes. The patient did experience a swollen eye and blurry vision. During troubleshooting, the site switched between flat and side emitters, swapped instrument tracker, switched to disposable for patient registration, and tried re-verifying non-disposable instruments in navigation. The cs was unable to replicate the issue with the original setup and a demo model.

Manufacturer narrative:
H2-3) the software investigation concluded that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The provided logs and archives were reviewed and it was observed that three sessions were on the reported date. In session 1, the user transitioned from select procedure, repeatedly switching between images and registration, with no completed registration observed. In session 2, the user transitioned through select procedure, images, registration, navigation, instruments, and back to navigation. Logs captured three successful registrations, with error metrics improving from 2.93 millimeters (mm) (196 trace points) to 1.86 mm (695 trace points) and finally 1.09 mm (692 trace points with one touch/image point). In session 3, the user transitioned through select procedure, images, registration, registration verify, navigation, and repeated cycles between registration verify and navigation. The logs showed three successful verifications for the ear, nose, throat (ent) instrument tracker 2; however, multiple verification attempts initially failed due to distance and angle constraints before succeeding. Usually movement of anatomy relative to frame post registration was a common issue, but there was no way to confirm this. The logs did not provide sufficient information to determine the exact cause of the reported behavior. Codes: b01, c19, and d15 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The site was unable to obtain the amount of inaccuracy due to the tracking going in and out. The patient was noted to have blurred vision after the surgery.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.